Event description:
Customer called on (B)(6) 2011 reporting that the rbc bath on their coulter ac t diff 2 analyzer was leaking enough that the bottom was damp but could not identify the source of the leak. Customer was wearing gloves and a lab coat during the clean up and was not exposed to the leak. Customer noted that no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and found crystal buildup on the t-fitting below the rbc bath but did not observe fluid leak. The rbc bath and related tubing was replaced and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).